Event description:
Additional information from the rep indicated that a revision/replacement is planned but not scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt reported around (B)(6) 2021 their implant battery started depleting within about 30-40 minutes. Pt stated now they're unable to sync their programmer to the device at all. Pt stated they've been in contact with their physician regarding the matter but their physician has been unable to get in contact with an mdt rep. Patient services (ps) emailed mdt field reps for visibility. On 2021-oct-06, additional information was received from the manufacturer representative (rep) reporting that the cause of the patient¿s implant depleting within 30 to 40 minutes starting around (B)(6) 2021 and not being able to sync the programmer to the implant was due to the patient having high impedances. It was reported that the rep advised the physician of their findings and the surgeon was going to see the patient for a consult to discuss revision/replacement. The reported issues had not been resolved but the patient and physician were going to meet to resolve the issue. The patient¿s weight at the time of the event was asked but was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that they had intermittent stimulation. There were no known external or patient factors that contributed to the issue. Impedances were checked and found that 8-15 was unusable and over 10000 ohms while 0-7 was between 3000-6000 ohms. The patient was not feeling any stimulation after various electrode configurations were used at max amplitude. The physician was informed and the patient was going to consult with them for a revision or replacement. The issue was resolved at the time of the report.